Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator 24 months post implant. The device has been explanted and replaced with a new guidant ICD. The device has been returned for analysis.